Event description:
A report of instances of air entering the system when the manifold (which they purchased from boston scienific on a bulk, non-sterile basis) is attached to connectors (fittings) which bard uses to assemble contrast injection lines. The connectors are not furnished by boston scientific to bard. There has been no pt injury associated with this issue.